Event description:
Approximately two months after implant, this patient suffered a stroke and was admitted to hospital with slurred speech and left hemiparesis. They were subsequently discharged to a rehabilitation facility with neurological deficits improving and further recovery expected.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the patient suffered an ischemic cerebrovascular accident (icva) stroke and was admitted to hospital with slurred speech and left hemiparesis. Patient had a computed tomography (CT) of the head which showed small focal hemorrhage size 6x9mm medial anterior right temporal lobe, also showed recent ischemic infarct in right basal ganglia. The patient was discharged to a rehabilitation facility. It was reported the patient had left arm weakness, can move left leg and walks with a slight limp, and has a slight face droop. Further recovery is expected. The device will not be returned as it remains implanted. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.